Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. In this state, the lay user may not be aware of turning on the device by pressing the power button, which can lead to a user error resulting in a failure to deliver defibrillation.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. In this state, the lay user may not be aware of turning on the device by pressing the power button, which can lead to a user error resulting in a failure to deliver defibrillation.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to be the cause of the reported issue. The returned device was archived by stryker. The customer received a replacement device.